Event description:
A medtronic representative reported that during a posterior lumbar interbody fusion (plif) the navigated screw driver tip sheered off while implanting screws. The surgeon used a different driver to continue the procedure and the broken tip was removed. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site at time of this report. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. RMA issued. Suspect screw driver not returned to manufacturer for evaluation. Part not returned to manufacturer.

Manufacturer narrative:
Lot # now provided. Manufacture date now provided. Suspect driver returned to manufacturer for evaluation: as reported, the star shaped tip has been completely sheered off. Otherwise, the instrument is in good condition. Mechanical, material deformation directly caused event.

Manufacturer narrative:
Patient information provided. Patient weight was not available from the site.

Manufacturer narrative:
The root cause assessment was able to determine that testing had been performed during the development of the screwdrivers that defined the torque required to insert a screw in a properly tapped hole and verified that the screwdrivers were capable of meeting the torque requirements. The root cause was identified as torque applied to the screwdrivers beyond the strength limit of the screwdrivers, most likely the result of trying to insert a large diameter screw into bone that had been undertapped (either in diameter or depth) or trying to insert a large screw into hard bone.